Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 6 atmospheres for 30 seconds upon first inflation. The device was removed without any issue using normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.